Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "hose damage" was found. During service the device's pre-repair diagnostic assessment noted "damage hose." If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was being returned for service. During service of the device it was noted that the device had hose damage. It is known that the device was being used in surgery. It is known that there was no user or patient injury. It is unk if medical intervention occurred. There was no additional info provided.